Event description:
It was reported that the 2800 system had a motion error during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The single board computer upgrade kit was installed during the service call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.